Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (B)(4) on the echo.

Manufacturer narrative:
Review of images: sample (B)(4) performed in batch (B)(4) with (B)(4), resulted as negative. Sc I,ii, iii interpreted as negative visually appear negative, pos control as expected. Crrid performed in batch (B)(4) all cells resulted as negative and visually appear negative, pos and neg control as expected. Extend I performed in batch (B)(4) all cells resulted a negative and visually appear negative, pos and neg control as expected. Sample (B)(4) performed in batch (B)(4) with (B)(4), resulted as negative. Sci,ii, and iii interpreted as negative and visually appear negative, pos control as expected. No ID panel was retrieved on this sample. Cannot rule out sample as the cause of the unexpected negative result.